Manufacturer narrative:
The product was not returned and therefore no conclusion can be drawn. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a surgery on (B)(6) 2011 the bone reduction blade was being used and it broke during surgery inside the patient's zygoma. The broken piece was unable to be retrieved.